Manufacturer narrative:
Combination product: yes.

Event description:
Noise can be seen on the lead beginning on (B)(6) 2025. The short rv interval counter has been incrementing daily since then. The noise has caused an inappropriate nst detection. Impedance and sensing have been consistent and within normal ranges in the last 3 months. Postural and isometric testing did not show the noise. No adverse events reported. Lead remains implanted.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.